Event description:
Pk papyrus covered stent systems were selected for treatment of a type iii perforation in the mid ad, which occurred during balloon dilatation. Two pk papyrus stents dislodged during procedure, one was dislodged inside the guiding catheter and was not deployed. The other one was adapted to the vessel wall with another stent. Both stents are reported separately. This refers to the deployed stent. A third pk papyrus was implanted, and the perforation was successfully sealed.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the product release documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in?process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The root cause for the complaint event is most likely related to the extension catheter used in the intervention whose dimensions do not meet the requirements specified in the pk papyrus us IFU. The treating physician rated the occurrence as both non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary by-pass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.